Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a gravity compensation problem with the left master tool manipulator (mtm). The customer received phone assistance from an intuitive technical support engineer (tse). The tse asked the customer to reboot the system, but the issue persisted. The surgeon continued the procedure robotically as planned with less than 15 minutes of delay with no harm to the patient. Intuitive surgical inc. (Isi) followed up with the technical support engineer (tse) and obtained the following additional information: the left mtm was not disabled. Tse confirmed that the customer complained about the master moved on its own. The customer encountered the problem when the surgeon with his head in the visor released his grip on the left master. In some positions the master did not hold gravity.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the mtml with non-conforming gravity (tended to go down). Gravity calibration was performed on both masters. The fse also calibrated mtmr to equalize the masters. The system was tested and verified as ready for use. No part replacement was required. The complaint was confirmed based on the field evaluation.